Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to lead dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to lead dislodgement. The dislodgement was confirmed by the patient losing capture and symptomatic. No additional adverse patient effects were reported.